Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath and gore® tag® conformable thoracic stent graft for descending thoracic aortic aneurysm. The device was deployed without issues. After closure of the wound, it was reported the pulse of the right leg was not confirmed. Thrombectomy was performed, and it was noted the intimal of right external iliac artery was dissected. An epic stent was deployed to cover the dissected intimal, but the device was deployed distal to intended location. Angiography revealed the blood flow to distal. The patient tolerated the procedure. The physician stated the gore® dryseal flex introducer sheath seemed to be related to the dissected intimal. It was not identified that the dissection of intimal occurred whether during insertion or removal of the sheath.